Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked during use. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.